Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead exhibited high voltage impedance measurements. No patient symptoms or additional information was available at this time.